Manufacturer narrative:
This event has been reported by the importer on MDR# (B)(4). The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a colonoscopy with cautery using an evis exera iii colonovideoscope with an erbe apc and a sony monitor, the monitor lost image for approximately one second during error/issue with the erbe. This occurred with the erbe apc (argon feature) was cauterizing a bleed. The erbe emitted an error. The user swapped the erbe for a second erbe and there was momentary image loss on the monitor when the erbe was energized. The bleeding was cauterized, and the case was completed successfully. The customer advised the scope that was used for the case will be sent to a third party for repair facility for evaluation. The customer advised a loaner erbe is at location. The customer advised the patient bled during the procedure and was hospitalized almost a week later for additional bleeding. In a follow-up conversation with the customer, the customer confirmed; the colonovideoscope did not malfunction in any way. The physician does not believe the colonovideoscope caused or contributed to the bleeding event in any way. The patient's current condition is stable with no bleeding. The scope was checked for leaks and was used before and after this procedure and was fine.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the subject device did not cause the reported event. However, the root cause could not be determined conclusively. This supplemental report includes a correction to a4 from the initial medwatch. Olympus will continue to monitor field performance for this device.